Event description:
It was reported that the device alerted an audible tone for lead integrity. The right ventricular (rv) lead was found to have increasing impedance and detected noise. The rv lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).